Manufacturer narrative:
Since the device has been discarded, co investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis performed on similar reports involving this catalog/lot numbers, as well as the other catalog/lot numbers involved in these reports, did not identify any trends or other sterility issues for these lots. In addition, the devices were not all from the same lot or sterilized at the same time. A review of the device history record performed on this catalog/lot number did not identify any mfg variances in relation to this event. Based on the results of the MFR investigation and the facility rep report, this event does not appear to have been due to the device or a device malfunction; however, no conclusion could be drawn as to the actual cause of the patient's infection. The results of the MFR investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe the devices had been the cause of infection. Further communication with the i.c. Rep on 2/25/97 revealed that she had been able to obtain info for eight pts only. This report will address the sixth pt. Note: separate medwatch repots have been issued for each of the seven other pts. The device was implanted on 5/13/96. The pt developed a temperature of 102 degrees f. The device site was red and tender with purulent drainage. Blood and device cultures were taken and grew staph aureus. The device was explanted. Device has been discarded. No further details are available at this time.